Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing reduced wound healing resulting in pain at the ipg site. The patient was prescribed antibiotics and surgical intervention was undertaken on (B)(6) 2023 where the ipg pocket was deepened. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.